Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard."

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009:the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2014: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventralex. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2014: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventralex. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2009 ¿ patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿a medium size ventralex mesh was placed in standard fashion underneath the fascial defect and sutured.¿ (B)(6) 2014 ¿ patient was diagnosed with umbilical hernia with fistula thereby underwent open repair with removal of ventralex mesh. Per operative notes, ¿the dense adhesions located in the previous mesh causing pain. Adhesions were lysed. A fistula developing between the small bowel and the mesh was taken down. The ventralex mesh was removed.¿ (B)(6) 2017 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent robotic repair with implant of synthetic mesh.